Event description:
The customer reported the ventilator was falling during testing. The ventilator was not in use on patient at the time of the reported problem. The service technician verified a diagnostic code in log history indicating a vent inop occurrence. Vent inop, when in use, will stop porviding ventilatory support to the patient.